Manufacturer narrative:
The system was analyzed on site. The initial issue was confirmed. There was no communication with the axiem box. A manufacturer representative switched the axiem box and the issue was resolved. They then switched back the axiem to the original axiem and it was again working as intended. Ultimately, no hardware parts were replaced. This is a known software anomaly that is being tracked. The system is fully functional once again. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site saw that when they booted into the cranial software the system stated that the localizer was not connected. The axiem box was unplugged and re-plugged in and the system became unresponsive. The system was re-booted. A different navigation system was used to complete the system. There was less than an hour delay to the procedure and no impact on the patient¿s outcome.